Event description:
It was reported that cartridge did not fully snap into pump, preventing successful reloading of original cartridge. There was no reported impact to the customer¿s blood glucose level. Customer removed case from pump, inspected and cleaned pump and cartridge under guidance from technical support, then filled and loaded new cartridge, and successfully completed load process and resumed insulin delivery.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer's blood glucose level.